Event description:
When a pt was being treated the software jumped over a field not treating it until after all fields were treated. All fields were treated, but the one missed was greyed out and shipped over by software, but treated after the pt prescription was closed out, and finished after field was reopened again and area not greyed out.